Manufacturer narrative:
An event of "leaflets not coapting" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 23 mm trifecta gt valve was placed. Intraoperatively, severe transvalvular aortic regurgitation was noted due to the leaflets not coapting. The valve was removed and replaced with a 23 mm edwards magna ease valve. Per report, the procedure was extended due to discovering the aortic insufficiency when off pump. The patient was reported to be in stable condition.